Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A ccc specialist reviewed the instrument files and confirmed the sample was flagged with below panic range flag. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and found gel on the sample 1 probe (s1). The cse replaced and aligned the s1 probe. The cse inspected the other probes, ran quality controls (qcs) and precision testing for glucose, which passed. Siemens investigated the issue and concluded that the potential cause of the discordant, falsely low glu result was due to poor sample delivery. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The sample was flagged with below panic range flag. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result of 78 mg/dl was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low (glu) result.